Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaints reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.6mm vticm5_12.6, -12.0/+2.5/090 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2020. The surgeon reports refractive surprise. Reportedly, lens remains implanted.

Manufacturer narrative:
B5-reportedly the surgeon repositioned the lens and as of (B)(6) 2021 the ucva is 20/20. Claim# (B)(4).